Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10 concomitant medical product, h6 device component code

Event description:
A user facility biomedical technician (bmt) reported an extreme blood leak occurred with a dialyzer during hemodialysis (hd) treatment. The dialyzer was not saved due to the leak not being able to be contained. Upon follow-up, the clinic manager (cm) stated an internal dialyzer blood leak occurred at initiation of treatment as the blood hit the dialyzer. The cm confirmed the blood leak was internal. The machine, a 2008t, was used and alarmed appropriately with a blood leak alert. Blood was noted to be visually seen in the hanson line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was less than 100 ml. Immediately following the event, the patient was re-setup with new supplies a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported an extreme blood leak occurred with a dialyzer during hemodialysis (hd) treatment. The dialyzer was not saved due to the leak not being able to be contained. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: b5

Event description:
A user facility biomedical technician (bmt) reported an extreme blood leak occurred with a dialyzer during hemodialysis (hd) treatment. The dialyzer was not saved due to the leak not being able to be contained. Upon follow-up, the clinic manager (cm) stated an internal dialyzer blood leak occurred at initiation of treatment as the blood hit the dialyzer. The cm confirmed the blood leak was internal. The machine, a 2008t, was used and alarmed appropriately with a blood leak alert. Blood was noted to be visually seen in the hanson line. The cn stated the dialyzer blood leak was not visually noted at first, but blood was later observed leaking from the dialyzer and was unable to specify if the leak was external as the ends of the dialyzer were sealed with caps following the initial blood leak reported. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was less than 100 ml. Immediately following the event, the patient was re-setup with new supplies a different machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported an extreme blood leak occurred with a dialyzer during hemodialysis (hd) treatment. The dialyzer was not saved due to the leak not being able to be contained. Additional information was requested but was not received to date.